Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: summary: not confirmed. Conclusion: the customer issued a complaint for a safety device which did not activate detected by end user. No sample but photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. It should be noted that tests performed by bd (B)(4) during production controls are related to the assembled device, without using syringe and plunger rod. Testing of combination product is out of scope for safety device manufacturing. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Root cause: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Rationale: complaint is not confirmed. (B)(4).

Event description:
This complaint is MDR reportable. It was reported that the safety shield of the bd ultrasafe passive¿ x-series needle guard syringe was defective. No reported medical intervention or serious injury.